Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off and would not turn back on. A field service engineer (fse) found that the station would not power on and plugged it into a different outlet, after which it powered on successfully. The nurse was advised to have engineering inspect the wall outlet. The station powered up and synchronized successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station powered off and unable to turn on. There were no adverse events or injuries reported based on this event.